Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was ripped and bubbling. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing confirmed the reported issue. The dso seal was replaced to address the reported issue.

Event description:
It was reported that the device had ripped and bubbled downstream occlusion seal discovered during testing. There was no patient involvement.